Event description:
Spontaneous, (B)(6) reported pump malfunction. She stated the pump stopped working in the middle of the infusion (B)(6) 2023) and now she is infusing remaining volume via gravity. She will need new pump tomorrow morning for day 2 infusion. No missed dose or adverse event reported. Pump available for return. No further information. Frequency: infuse 65gm (650ml) intravenously daily for 2 days every 5 weeks (150 ml/hr max infusion rate). Indication: encounter for screening for nutritional disorder; encounter for other screening for genetic and chromosomal anomalies. Reported to cvs/caremark by health professional.